Event description:
A piece of the laser broke off into the patient's skull. A new burr hole was made to retrieve the laser tip. The laser tip was located and removed in whole. The incision was closed. No harm to the patient. The manufacturer's representative was aware.